Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the reported issue. He observed the circuit breaker on/off switch to be faulty. He replaced the circuit breaker switch but the problem remained. He found that the user facility had replaced the manufacturer's molded plug with a different one. Upon inspection it was noted that a wire had backed out from its connection. He re-inserted the wire back into the plug and the issue was resolved. The unit was operating to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit was running on battery power even though it was plugged into an alternating current (ac) outlet. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.